Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/19/2015. The pump has been returned and evaluated by product analysis on 07/27/2015 with the following findings: a review of the pump black box data indicated several cs177 low battery warnings due to normal battery wear. There was evidence of a partially charged battery being installed in the pump. No evidence of short battery life was observed in the black box. The battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump and a power loss was not observed. The pump performed the ez-prime steps successfully. Current draws measured within specifications. The pump case was removed and no intermittent condition was found to the power circuit. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.